Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in 4 bd insyte¿ autoguard¿ shielded IV catheters. The following information was provided by the initial reporter: "foreign matter."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received four unused and sealed units and three photos. A visual/ microscopic evaluation was performed on the returned devices and foreign matter was observed in three of the four packages, confirming the reported defect. Two units (units 1 and 2) had foreign matter loose within the packaging and one unit (unit 3) had a black spec embedded in the actual unit. No foreign matter was observed in the fourth unit. Spectral analysis was performed to identify the foreign material found in units 1 and 2. The material was determined to most likely be polyethylene mixed with a paper-based material (cardboard) and an adhesive (acrylate). Polyethylene is the material that is used in the vent plugs and may be introduced during routine cleaning of equipment. Cardboard is used in some manufacturing areas and could have been introduced due to operators¿ gowning or through environmental factors; therefore, the most probable root cause is manufacturing/ packaging. The black spec observed in unit 3 was determined to be burnt particulate resin (non-foreign), most likely created as part of the molding process. Burnt embedded resin specks result from material build up in the barrel/screw. As the material flows through the barrel/screw, the buildup breaks free and ends up in the mold. Molds are purged between the lots to avoid the buildup of the burnt/loose material. However, one lot can sometimes take up to ten days to produce and this defect can happen. Therefore, the most likely root cause is manufacturing. The observed defect was not in the fluid path and did not affect fit, form, or function of the product. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that foreign matter was found in 4 bd insyte¿ autoguard¿ shielded IV catheters. The following information was provided by the initial reporter: "foreign matter".